Manufacturer narrative:
As part of a quality sys improvement plan (B)(4) conducted a 2 year retrospective MDR review to ensure appropriate MDR reporting decisions. Events reported to (B)(4) from (B)(6) 2006 to (B)(6) 2008 were the scope of this retrospective review. These events are part of a retrospective summary report being submitted under exemption #(B)(4). There are 3 events associated with this event type (post operative adverse result) and product code (mbh).

Event description:
Post operative adverse result. Site reported via complication form that pt experienced an operative site event of excessive knee pain. Circumstances surrounding the event included increased pain in the knee. Treatment consisted of aspiration and dilaudid both administered on (B)(6) 2007. This complication is unresolved as of (B)(6) 2007.